Manufacturer narrative:
The received device had the cannula assembly not deployed. The download data showed that the device ran 46 first prime pulses and was deactivated after completion of the first priming sequence. No evidence was found that would result in a failure of the needle mechanism to deploy the needle. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria.  Omnipod insulin management system ¿ user guide.  Model: ust400. 17845-5a-aw rev b 09/17.  Changing your pod.   Chapter 3 / pages 33.  Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported that the needle did not deploy when the pod was activated; this indicates a needle mechanism failure. The pod was worn for less than one hour and there were no blood glucose levels provided.